Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over-infusion of methothexane was confirmed through log analysis and attributed to a user programming error. Review of the suspect pump module event log confirmed the infusion was programmed at 111.871 ml/hr rather than the reported 12.53 ml/hr. Additionally, the reported over-infusion of lactated ringers was confirmed through log analysis and attributed to user programming error. The event log showed the infusion was programmed at 200 ml/hr rather than the reported 66 ml/hr. The suspect pump module passed all requirements of the 1503-001-029-swi-cfn alaris pump module over infusion product analysis procedure with no occurrences of unregulated flow during testing, infusing within specification with an error result at 4.07% at the incident infusion rate of 12.5 ml/h and passing the occluder spring testing process. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The pcu and pump module logs were downloaded to ascertain event details associated with the reported complaint. The facility reported the event date as (B)(6) 2026; however, the event time was not specified. Review of the concomitant pcu logs (s/n (B)(6)) determined that no information corresponding to the event date (B)(6) 2026 and (B)(6) 2026 when the second over infusion occurred were recorded. This is because the received pcu was not connected to the suspect pump module at the time of the reported events. Pump module event logs instead indicate that the suspect pump module was connected to pcu s/n (B)(6) during those events. Event, error, and battery logs from pcu s/n (B)(6) were not provided by the facility. The pump module logs capture only limited data and minimal key press information. Drug ID, drug concentration, total volume infused, and power off times of the pcu can't be determined. Review of the pump module error logs showed that no errors were recorded during the event or in relation to the reported issue. The facility reported that the infusion rate was changed from 12.3 ml/hr to 111.87 ml/hr. However, no infusions programmed at 12.3 ml/hr were identified in the logs for the suspect pump module. Log review indicates the device was first programmed to infuse at 111.871 ml/hr at 2:11 pm on the event date. The rate was subsequently adjusted to 20 ml/hr at 4:48 pm, then to 12 ml/hr at 4:49 pm, and finally to 5 ml/hr at 4:54 pm. No additional infusion programming events were recorded for the remainder of the event date. Log review shows the module was connected to pcu s/n (B)(6) at 10:13 am and designated as channel a. It was selected at 2:08 pm and programmed at 2:11 pm with a vtbi of 289 ml. Occlusion alarms occurred at 2:12 pm, 2:13 pm, and 2:14 pm, with infusions restarted after each event. From 2:15 pm to 4:48 pm, the infusion continued at 111.871 ml/hr. Based on this duration, approximately 285 ml may have been infused; however, this value is an estimate due to the absence of pcu logs. At 4:48 pm, the rate was reduced to 20 ml/hr, followed by a kvo alarm shortly after initiation. At 4:49 pm, the device was reprogrammed to 12 ml/hr with a vtbi of 150 ml, and at 4:54 pm, it was reduced to 5 ml/hr with a vtbi of 149.341 ml. The channel was power off by the clinician at 5:47 pm. On (B)(6) 2026, the facility reported a rate change from 66 ml/hr to 200 ml/hr, consistent with pump module event logs. The infusion was initiated at 7:14 pm at 66 ml/hr with a vtbi of 132 ml. The vtbi was increased to 200 ml at 9:18 pm. At 11:18 pm, the rate was increased to 200 ml/hr with 68.349 ml remaining. The rate was reduced back to 66 ml/hr at approximately 11:36 pm, and the vtbi was reset to 200 ml, with approximately 60 ml infused at the higher rate. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or pcu event log. This is not a function of the event log; it only can reflect the programmed information it receives either manually or remotely with respect to volume to be delivered. The internal inspection of the logic board, motor controller board, air in line assembly, harness assemblies, rear case and the bezel assembly did not find any existing issues or anomalies with the suspect pump module that may have been a contributing factor for the reported over infusion. Proper operation of the bd alaris¿ system requires familiarity with its features, setup, programming, IV sets, and accessories. Before use, read all instructions, including those for any attached modules. The bd alaris¿ pcu is the core of the bd alaris¿ system, providing a common user interface for programming infusions. However, the bd alaris¿ system user manual emphasizes verifying infusion parameters before selecting the start key. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported methotrexate over-infusion was determined via event log analysis and attributed to user programming error. The infusion was programmed at 111.871 ml/hr versus the reported 12.53 ml/hr. Based on the programmed rate and an infusion duration of approximately 2 hours and 33 minutes, the calculated delivered volume is approximately 285.271 ml. Additionally, log analysis of a separate over-infusion event involving lactated ringers with the same suspect device was confirmed and attributed to user programming error. Review of the suspect pump module event log confirmed the infusion was programmed at 200 ml/hr rather than the reported 66 ml/hr.

Event description:
It was reported there was an alleged over-infusion of methotrexate (975mg/289ml) on a pediatric patient on (B)(6) 2026. The rate allegedly changed from 12.3ml/hr to 111.87 ml/hr. The infusion should have lasted twenty-four (24) hours however finished in "half the time" there was unspecified harm to the patient. It was further reported the device again over infused lactated ringers on (B)(6) 2026. Additional information was received through due diligence follow up attempts on (B)(6) 2026. The intended volume to be infused (vtbi) was 289 ml. It was reported the patient required their leucovorin administered twenty-four (24) hours early as a result of sever mucositis following the over infusion. The patient was a five (5) month old admitted for acute lymphocytic leukemia (all). Additional information was provided during site visit by manufacturer representative on (B)(6) 2026. It was reported there was one methotrexate over infusion on (B)(6) 2026 and two over infusion of lactated ringers on (B)(6) 2026 and (B)(6) 2026. All on the same device. It was reported the clinician attempted to scan the infusion using epic interoperability but received an error. As a result, the nurse manually programmed the infusion. What they think happened is that 23.5 hours was entered for the duration but should have entered a duration of 2330 hours. On site representative performed a preliminary review of the event logs. After programming drug amount of 975mg, diluent volume of 289ml, and bsa of .33, a soft max limit alert was displayed, and the clinician overrode the guardrail alert. The clinician programmed the duration to 23.5 (received an illegal key press audible tone when selecting the decimal point) and started the infusion. The pump displayed a rate of 112 ml/hour. The entry should have been entered as 23 hours and 30 minutes. Following the event the following was assessed or provided to the patient: renal function was checked, liver function was elevated but then decreased, hydration was provided, patient had mucositis. Patient is still in the hospital at time of this note. Started on leucovorin infusion post reported event. On (B)(6) 2026, on the same device and patient the clinician was attempting to program a lactated ringers infusion to infuse at 66ml/hr. It was alleged the pump began to alarm and the rate changed to 200ml/hr. Per customer it appears the device was programmed incorrectly. On site representative performed a preliminary review of the event logs. On (B)(6) 2026 a rate of 66ml/hr with a volume to be infused of 132 ml was started at 7:14 pm. At 9:18 pm the volume to be infused was changed to 200ml. At 11:18 pm the rate was changed to 200ml/hr with a volume to be infused of the remaining 68. 349ml. At 11:35 pm the rate was changed to 66ml/hr and the volume to be infused to 200ml. Devices were inspected on site and no physical damage was noted.